Manufacturer narrative:
(B)(4) g2 ¿ foreign ¿ ¿south africa.¿ this is a limited investigation; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Review of the reported event by a health care professional found: intramedullary nail systems are designed to provide stable internal fixation for various long bone fractures and have been designed for specific applications to help restore the shape of the fractured bone to its natural, pre-injured state. Long bone fractures follow specific regenerative patterns, creating a complex biological healing process and placing a patient at a heightened risk of delayed union. The healing of bone can be complicated by patient comorbidities such as diabetes, obesity, smoking, level of activity and other conditions that are known to slow a person's ability to heal. Delayed union can be treated through a secondary option called dynamization that involves removal of proximal or distal locking screws causing compression at the fracture site and promoting union. Dynamization with an intramedullary nailing system is considered a standard secondary treatment for facilitating second-stage healing. Product will not be evaluated as it has been determined the event is not related to the device. The root cause of the reported event was determined to be unrelated to the device. The complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a primary ankle arthrodesis in (B)(6) 2023. On (B)(6) 2024, the patient returned to the operating room after x-rays confirmed implant breakage involving one plate and two screws. A revision procedure was performed on (B)(6) 2024 to remove all hardware and to complete an ankle and subtalar arthrodesis using a phantom hindfoot nail. It was noted that the plate had broken at the anterior junction of the tibia and talus. Attempts have been made and no further information has been provided.